Event description:
Screen went black and ventilator stated screen inoperable. Patient was manually bagged until a new ventilator could be obtained - less than 5 minutes duration. No adverse effect on the patient. Ventilator to rt for investigation. Referred to manager of rt.